Manufacturer narrative:
The technician found the bed exit caregiver control is the cause of the issue. The technician replaced the bed exit caregiver control to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed exit is not alarming. The bed was located in an offsite warehouse. There was no patient/user injury reported. (B)(4).